Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/3/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - please provide lot number item description: w9930 vicryl rapide suture undyed coated 70cm 4-0 3/8 circle reverse cutting fs-2 19mm 12pk lot/batc: au5485 exp. Date: 04-2028 - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Items not available for return to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown dental procedure on (B)(6) 2023 and suture was used. During the procedure, the dentist was trying to suture in the mouth of a patient when the thread detached from the needle. The thread was retrieved from the patients gum and the patient was not harmed in any way and was unaware anything had happened. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.